Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The system logs were reviewed an 23065 errors were confirmed for the right master tool manipulator (mtm) grip. Upon log review, it was verified that the customer had tried to power cycle the system multiple times with persisting errors. Visual inspection was performed with no problem related to reported issue identified. The mtm was installed on an in-house test system and the reported 23065 error was replicated on startup. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered repeated faults for the right master tool manipulator (mtmr). The technical support engineer (tse) viewed the system logs and confirmed 23065 errors for mtmr 2 grip. The customer also stated that they had tried to power cycle the system a couple times as well, but the errors remained. The tse inquired if both consoles were needed for this procedure. The customer stated that only one console was needed. The tse recommended to disable and recover. The customer performed this and was able to successfully recover the system. The surgeon proceeded with case start and would like the other console looked at as soon as possible. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event happened during procedure. The ports were already placed. System functionality was verified prior to the procedure. There was no injury to the patient.

Manufacturer narrative:
The master tool manipulator (mtm) was analyzed and found to have errors on the home manipulator and a roll test on the test fixture. Engineering confirmed the manipulator controller master base driver (mcmbd) 2 should be replaced, which is related to the complaint. The mtm will also have the axis 5 gearbox replaced which is unrelated to the complaint. The probable root cause is due to an issue with the mcmbd2 board.

Event description:
Refer to h11 for follow-up information.